Manufacturer narrative:
(B)(4). It was communicated to the hospital via email that the one-link is not to be used for cvp readings. The customer is using the edward life science ret px260 off-label. Furthermore, the recommendation from edwards is to connect the pressure tubing directly to the catheter on the distal port connection/lumen. The root cause determined was use error. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number of this device is unknown.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a one-link needlefree IV connector in which the facility staff was "unable to get cvp through the cap". There was patient involvement, but there was no patient inury, medical intervention, or adverse event associated with this report. No additional information is available.